Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to clear occlusion. Customer's blood glucose was 396 mg/dl. Pump therapy was resumed.